Manufacturer narrative:
The technician replaced the siderail by replacing the siderail latch to resolve the issue.

Event description:
The technician alleged that the siderail was not latching. No pt impact.